Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir. Customer's blood glucose was 450 mg/dl. Customer reported that there were about twenty-five to thirty small air bubbles and five large air bubbles in reservoir. During troubleshooting, customer reported that insulin was not room temperature when used and was not rewound with reservoir in place. After troubleshooting, customer was advised to return infusion set and reservoir for analysis. Customer was educated on waiting for insulin to be room temperature before using.